Event description:
Pt was undergoing a colonoscopy for changing bowel habits and history of polyps. A felt polyp that appeared to be a flat adenoma, was noted that pt anatomy made difficult to remove endoscopically so that physician elected to use spot endoscopic marker in anticipation of surgery. A kimberly clark needle was used. The needle was introduced through the channel and primed. While priming the needle prior to inserting into tissue, a small amount of clear material came out of it before the spot and appeared to coagulate the tissue slightly. The needle was new and the technician assisting had not introduced anything else. They changed to another needle and spot and continued without further difficulty. The pt was observed without additional complications and the area will be removed during scheduled bowel resection to remove the adenoma. Physician stated it appeared to be a chemical burn that easily lifted off the mucosa without deep tissue injury.